Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during inflation, it was observed via angiography that the contrast was leaking. The device was removed and a pinhole was found on the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:08 pm CT. The report number is being corrected from: 2134265-2018-64578 to: 2134265-2018-63098.

Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during inflation, it was observed via angiography that the contrast was leaking. The device was removed and a pinhole was found on the balloon. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole 6.6cm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.